Manufacturer narrative:
The investigation into the positioning issues and the access site bleeding ¿ minor issue has been completed since the original report was submitted. The device was not returned for investigation. Based on clinical description, the root cause of positioning issue was most likely use related. The root cause of access site bleeding was unable to be determined as limited clinical details were provided and no product was returned for review. In accordance with updated procedures, section d6 has been revised from the initial submission.

Event description:
The user facility reported a 77-year-old male with acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The next day after placement, there were aortic placement alarms. Repositioning was unsuccessful, and the impella pump was removed at bedside. There was no report of patient harm.

Manufacturer narrative:
The impella device was not received from the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.